Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level. The customer¿s blood glucose (bg) level was displayed as ¿low¿; however, a specific value was not provided. Cause was not known. Customer consumed glucose tablets in an attempt to address bg. Customer's spouse provided glucose gel to further address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
H6-remove: 4613, add: 4614 h6-remove: 4613, add: 4614.